Manufacturer narrative:
Product event summary: patient data files, video files, and the afr-00001 catheter with lot number 0232195550 were returned and anal yzed. Review of the log files show time stamps and errors that were related to the procedure. Review of the video files showed a red globe on electrodes p4 and p2, a catheter ablating, and a generator disconnected and a red globe on the whole sphere (steam pop). During external visual inspection, the catheter was found to be intact, and no issues were observed. During tests for shorts and mapping, an open circuit was identified at electrode p4 of the catheter. A multimeter and breakout fixture were used to check for connection to p4; an open circuit was identified. The handle was opened to examine the electrode wires, and no anomalies were observed. The catheter was connected to the final functional tester for impedance and thermocouple testing; both tests failed on electrode p4. In conclusion, the reported issue of steam pop was confirmed during video file analysis. The catheter failed the returned product inspection due to an open circuit on electrode p4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a steam pop occurred during radiofrequency application. The steam pop was noticed audibly and physically by touch on the catheter. The procedure was completed. No patient complications have been reported as a result of this event.